Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received 3 inappropriate shocks for atrial fibrillation with rapid ventricular response. It was noted that the patient is in the hospital and is intubated for a separate medical issue. Programming changes were made. The device remains implanted.